Event description:
It was reported, during an implant procedure, a "screw problem" was encountered. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. However, the helix did not function within specification due to dried blood in the distal conductor, which prevented torque transfer.